Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was attempted to be used during a procedure in 2008. According to the complainant, prior to the procedure, the physician noted that the device appeared to have "four untied threads". The threads did not appear to have any deformities. Additional information received from the complainant on april 14, 2008 revealed that the "product did not have the metal safety locks. " the device was not used on the patient and the procedure was not performed. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the basket tip had detached from the wires. The basket tip was not returned. The distal ends of the basket wires were observed under a microscope and no damage or deformation was found that could have contributed to the basket tip detaching. No other visual or functional defects found with the returned device. According to the dfu, in the event the biliary calculi cannot be crushed, the trapezoid rx has been designed for the basket top to disengage minimizing the potential for stone entrapment in the basket. The cause of the reported malfunction of premature tip detachment cannot be determined.